Manufacturer narrative:
Approximately .357 of the distal tip has broken off. The break is at the dimple and shows signs of plastic deformation. The needle is also twisted reducing the railgap. T1 remains on the broken tip and t2 has been advanced to the dimple. The depth limiter has been trimmed to the surgeon¿s desired length. It appears that the needle was bent during use which led to its breakage. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No root cause related to the manufacturing process can be established. Use error cannot be ruled out as a contributing factor to the event.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the needle tip broke during insertion. The tip was still attached to the anchor and suture, and was removed with the inserter. A backup was available to complete the procedure. A delay of 10 minutes was reported. No patient impact was reported in association with this event.